Event description:
It was reported by the manufacturer representative (rep) that during a routine battery change, an intermittent high impedance issue on the lead was discovered. Upon checking the impedances, contact 10 initially showed normal readings. However, a second impedance check revealed readings outside the normal ranges. The surgeon then unplugged and reset the extension wire, after which the impedance readings returned to normal ranges. Despite this, another test again showed the impedance readings outside the normal ranges. The surgeon removed and cleaned the wire, resulting in impedance readings within normal ranges. The rep noted that the lead was already compromised due to the existing high impedance issue on contact 11 that was previously reported (see  pe 704182918 for this event).   The troubleshooting steps during the procedure included unplugging, resetting, and cleaning the extension wire, ultimately resolving the issue. The patient did not report any specific signs or symptoms related to the impedance issue. The healthcare professional (hcp) confirmed that no further information was available for the company, and the problem was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va26gpa); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.